Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred outside of the pt's body. The target lesion was the left anterior descending artery (lad). During preparation the physician noticed that the taxus express2 2.5 x 28 mm drug eluting stent shaft fractured outside of the pt's body. No pt injuries or complications were reported. Pt status is reported to be "satisfactory/good".